Event description:
Boston scientific received information that during the elective replacement of this device due to normal battery depletion, it was noted that the setscrew for the competitor right ventricular rate/sense lead was difficult to loosen. The lead sustained damage at the terminal pin as the physician tried to forcefully dislodge the stuck lead from the header. The lead was replaced with a new right ventricular lead, and the device was successfully removed and replaced with no adverse patient effects reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.